Event description:
Reporter indicated that vns patient experienced an increase in seizure frequency and duration following an increase in stimulation duty cycle. It was reported that the patient's seizure frequency increased from 1-2 seizures per day to 5-6 seizure per day and that the duration increased from 10-15 seconds to 20-30 seconds. It was also reported that the patient's behavior became extreme during this time. Review of device programming history revealed no anomalies. Device diagnostic testing performed approximately one month post-implant was within normal limits,indicating proper device function at that time. Investigation to date has been unable to determine the cause of the reported event.